Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0225593v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The healthcare professional reported via a manufacturing representative that the patient with indication for parkinson's and movement disorders was complaining of being a lot worse and having a lack of efficacy. The right stimulator impedances were all high and greater than 40,000 ohms at 0.7, 1.5, and 3.0. The patient had fallen several times a couple weeks prior when the symptoms began. X-rays were taken but no results were noted. The patient was to be sent for a surgical consult for troubleshooting. Additional information on intervention and outcome has been requested if it is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that surgery was scheduled for (B)(6) 2015 with the health care professional (hcp). Further follow-up is being conducted for an outcome. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) reported that they unhooked the lead and extension and tested the lead. All contacts were greater than 40,000 ohms. The incisions were closed and no replacement was performed. The generator was zero out and the surgeon would discuss replacing the lead at another time. The patient was not receiving therapy. If additional information is received a supplemental report will be sent.